Manufacturer narrative:
(B)(4): the meter passed testing and functioned properly; no faults were found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was not powering on when she tried to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first started on (B)(6) 2013 in the morning. The patient reported using a combination of medications including adjustable insulin injectables and oral medications (unknown type and dose). The patient reported on (B)(6) 2013 in the morning she had something more to eat or drink than usual. The patient reported on (B)(6) 2013 in the afternoon she had symptoms of feeling "lightheaded, shaky and weak." During the time of troubleshooting, the cca confirmed the patient was using the correct test strips. The cca noted this was not the first time the meter had been used, and there was no misuse of the product. When the subject test strip was inserted, the meter did not turn on. When the patient pressed the power button, the meter turned on. Replacement products were sent to the patient. This complaint is being reported because, the patient claims, due to the alleged issue she developed symptoms suggestive of hypoglycemia.